Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that "the screw head became fixed once I mplanted, while placing the rod.the head was no longer multiaxial." No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the manufacturer for evaluation. Visual and optical inspection identified deformation on the bone screw head consistent with full tightening of the set screw. Additionally, witness marks on the crown of the screw is also consistent with a fully tightened set screw. After visual, optical inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.